Event description:
It was reported that a lead revision procedure was performed to resolve loss of capture and no sensing on this right ventricular lead. The lead remains in service. No additional adverse patient effects were reported.